Manufacturer narrative:
The viperwire advance guide wire was returned for analysis. The guide wire was fractured at the proximal spring tip solder bond. Scanning electron microscopy analysis of the fracture showed evidence of ductile or tensile failure, however, this could not be confirmed as the images were obscured due to fracture location and contamination. A tight radius bend/kink at the fracture location was observed, which could indicate the wire was stuck and manipulated until the wire fractured. However, this was unable to be confirmed and the exact root cause was unable to be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 99% stenosed, moderately calcified, severely calcified long segment in the right coronary artery (rca). Upon removal, it was noticed the viperwire advance guide wire spring tip fractured and lodged in a marginal side branch. The fractured component was left in the patient. Balloon angioplasty was performed in the main rca to complete the procedure.